Event description:
According to the redacted-amended ppf, the patient additionally reports fractured filter struts retained within the ivc, blood clots, clotting, and occlusion of the ivc, becoming aware of these events approximately fourteen years and four months after the filter implantation.

Manufacturer narrative:
As reported a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilting. The patient reported becoming aware of the events approximately two years and two months post implant. The patient also reported anxiety related to the filter. The patient also reported anxiety related to the filter. According to the procedural implant log, the filter was placed via the right femoral vein and deployed without complications. The patient subsequently reported becoming aware of fractured filter struts retained within the inferior vena cava (ivc), blood clots, clotting, and occlusion of the ivc, approximately fourteen years and four months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter tilt, fracture, migration and perforation events could not be confirmed, nor an exact cause determined. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the events are unknown. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. The following additional information was received per the patient¿s implant records, the inferior vena cava (ivc) filter was implanted without complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately two years and two months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records, the ivc filter was implanted without complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation and tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt.